Manufacturer narrative:
Film evaluation summary: the cause of the reported aaa expansion leading to the open repair could not be determined from the (B)(6) 2017 CT¿s provided. Recent films prior to the open repair were not available for return. The cause of the reported holes observed during the open repair also could not be determined. The location of the holes was not reported, and analysis of the returned 2017 films did not reveal any anatomical or stent graft characteristics that could explain the cause of the holes. Although the holes may have been a source of a type iiib fabric endoleak, no endoleak was reported, and the holes were only revealed after removal of thrombus during the open repair which may have been covering the holes in-vivo with no clinical sequalae. In addition, the explanted devices were discarded; therefore, a comprehensive analysis of the explanted devices could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etlw1616c199ee; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 120mm abdominal aortic aneurysm. It was reported approximately 4 years post the index procedure, the patient was scheduled for an open repair due to aneurysm expansion (150mm). During the procedure when the physician opened the sac and removed thrombus a hole was identified in 2 of the limbs (etlw1628c124ee and etlw1616c199ee). The physician explanted the stents and completed the open repair implanting a non mdt stent graft. Per the physician the cause of the aneurysm enlargement was due to the type iiib enodleaks. The cause of the type iiib endoleaks are undetermined. No additional clinical sequelae were reported and the patient will be monitored.